Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing a high blood glucose levels of 400 mg/dl. The customer had no symptoms and treated with manual injection. The customer reports the insulin pump is not working correctly due to having to correct with injections. The customer was unable to complete troubleshooting due to not wanting to remove the infusion set. The product will not be returned for analysis.